Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts), and disconnected the call. No additional information was provided. No reported adverse impact to customer blood glucose (bg) level .

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.